Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle.  The root cause for the damaged receptacle was excessive force.   No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.